Event description:
A shocking or jolting sensation was reported. The patient reported ¿it seems like every time I touch something I get shocked, and when my grandkids touch me they get shocked.¿ the grandkids got a shock from the patient yesterday. This has been happening for about a week and a half ((B)(6) 2015) and happens everywhere. The patient stated ¿I don¿t know if it stopped working or what, but I have two lumps on my back for about the last six months ((B)(6) 2014), and I am having leg pain and sometimes I can¿t go anywhere with the leg pain but the back pain is ok.¿ the patient has an appointment with her doctor in (B)(6) . Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v002802, implanted: (B)(6) 2006, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).